Manufacturer narrative:
The pathway jetstream g3 catheter was returned to pathway medical technologies for evaluation. The guidewire was returned in the device. The detached tip of the guidewire was not returned and it could not be determined whether the jetstream g3 device caused the guidewire break. It is unknown whether the guidewire break was due to interaction with the jetstream g3 device.

Event description:
The jetstream g3 was advanced to treat a 2.5 cm lesion located in the distal common femoral artery (cfa) and ostial superficial femoral artery (sfa). The device made 2 passes in minimum diameter mode and 2 passes in maximum diameter mode. The device was retracted back in normal operation, until it was outside of the patient. Angiography was performed and showed a terrific result. The physician wanted to re-insert the jetstream g3 in order to treat disease in the distal sfa. Upon re-insertion, it was noticed under fluoroscopy that the tip of the device was not in line with the guidewire in the body. The device along with the guidewire were removed. Upon removal, it was noticed that approximately 35 cms of the distal portion of the guidewire remained in the patient. Numerous unsuccessful attempts were made to snare the guidewire. The physician decided to stop and pursue retrieving the guidewire on another day. The guidewire eventually migrated down and a surgical procedure was performed on (B)(6) 2010 to retrieve the remaining guidewire.